Event description:
It was reported that during a treatment procedure, a shaft fracture occurred. The physician advanced the 6f mach 1 guide catheter and was unable to withdraw and exchange the device. The physician successfully pulled the 6f mach 1 guide catheter out of the patient and the forceful pull broke the guide catheter into three pieces: near the proximal end of the hub and mid part of the shaft. The procedure was completed with a different device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by manufacturer - the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).